Manufacturer narrative:
Additional information: b5.

Event description:
New information received indicated there was pacing inhibition as a result of the over-sensing. The patient was asymptomatic.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed there were right ventricular lead over-sensing episodes due to noise. Programming changes were completed to address this issue. The patient was stable and will continue to be monitored.